Event description:
It was reported that a customer had a problem with an IV that leaked. The nurse reported that a pt was receiving an IV antibiotic that causes a lot of air bubbles so the device was alarming air in line. When the nurse went to remove the air bubbles from the set, she noticed a leak from a pin hole in the silicone segment. She changed out the tubing to a new set without experiencing any problems. There was no report of pt harm. Medical intervention was not required. The customer stated that no further pt/event information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak. The customer stated the set will not be returned because it was discarded.